Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm and clotted inner lumen occurred. There was no harm or injury reported.

Manufacturer narrative:
Gas loss alarm occurred, disconnecting the helium tubing resolved this alarm esp personnel most likely cause was the patient's peep.